Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that bladder had ruptured. The ruptured bladder was examined for the following signs of abnormality that may have led to the rupture, and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst. The issue was identified before use. There was no patient involvement. No additional information is available.